Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that producted by calcified plaque during iabp.

Event description:
The iab ws inserted into the pt on 1/2/98. On 1/4/98, the iab leaked and the iab was removed. Another iab was not inserted. (Multiple event to customer complaint number 98-00015) on 3/2/98, the following was reported to datasope: the pump alarmed "rapid gas leak". Blood was then noted in the pvc tubing. Pumping was discontinued and sporadic alarms sounded from insertion to the end of therapy. There was no reported pt injury or complication as a result of the event. The pt was discharged from the hosp and went home. [Event complications]: none from the event-reported 1/8/98 and 3/2/98. [Pt's current status]: home-rpt'd 3/2/98.